Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. There were no adverse patient effects reported. The physician has elected to monitor the patient for the time being.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.